Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and ovarian cyst ("cysts on ovaries"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, ovarian cyst and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2011 and (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event of 'injury' was replaced with pelvic pain. New events added - pain ¿abdominal and cysts on ovaries. Product indication was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.